Event description:
After two days, an air hole appeared in the length of the ramp. The air appeared to be coming from the bd q-syte device from the main way.

Manufacturer narrative:
The end user for the product involved is (B)(4). The sample is available for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).